Manufacturer narrative:
Stryker evaluated the customer's device and found that it would power on by itself. The len assembly was replaced to resolve this issue. After completing other unrelated repairs, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was unexpectedly powering on. This could drain the battery and in this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was unexpectedly powering on. This could drain the battery and in this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The root cause of the reported failure is determined to be a short within the flex assembly of the lens assembly.